Event description:
It was reported that the device was explanted due to suspected clavicle crush.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). External insulation abrasion was noted at 7.4-8.4cm from the end of the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location.